Manufacturer narrative:
Additional information in section b. Medical device lot# added in section d. Investigation result: seven 2000e china samples were received for investigation of (B)(6), which the customer has stated: "frequent pipe blockages during use." One empty packet was provided with the samples, indicating that they are from lot: 24025030. No sample of the connecting product(s) was provided to aid the investigation. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe. Of the seven samples provided, only one was found to be occluded; mo occlusions were identified during testing of the other returned samples. The details of this feedback were forwarded to the manufacturing site for investigation. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion at the smartsite of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. They confirmed that the incorrect amount of fluorosilicone was likely due to a fault within the assembly machine during manufacture of the affected smartsite. A review of the production records for lot: 24025030 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Since the manufacture of the reported lot, the automatic assembly machine has been repaired to ensure the fluorosilicone is being correctly dispensed into each smartsite; furthermore at the start of the assembly process the manufacturing operative will continue to measure whether a sufficient amount of fluorosilicone is being injected. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
The connected products are kdl syringes and infusion sets. When the intensive care unit is connected to smartsite during infusion using a screw-threaded infusion set, the liquid does not flow and infusion cannot be performed normally. When using a syringe, the liquid does not flow and the syringe cannot be pushed when the new product is unpacked and used, the liquid does not flow and the syringe cannot be pushed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim frequent pipe blockages during use